Manufacturer narrative:
H.6 adverse event problem: component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the alignment steps of the aquablation therapy, the aquabeam robotic system generated "e22 - motorpack error" and "e23 - motorpack error" messages, which could not be cleared. Multiple troubleshooting steps were taken in attempts to correct the issue, including replacing the aquabeam handpiece twice without avail. As a result, the aquabeam motorpack was replaced, which resolved the errors and allowed the procedure to be completed. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.3. Device evaluation: the aquabeam motorpack was returned for investigation. Functional testing confirmed the reported event. The motorpack was tested with the associated aquabeam handpieces, which produced e23 - motorpack error and e31 - motorpack error messages. The motorpack was deconstructed and observed under magnification. Signs of fluid ingress were observed as a section of the motorpack pcb was corroded and shorted. Thus, the root cause was fluid ingress into the motorpack. A review of the device history record (DHR) for the ab2000/serial number (B)(6)/and aquabeam motorpack/ lot number 22c04788 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults e22 - motorpack error. Release foot pedal and click x.. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E31 - motorpack error. Release foot pedal and click x.. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.